Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and had presented to the emergency department complaining of dizziness. The implantable cardioverter defibrillator (ICD) classified ventricular tachycardia (vt) during the patient's atrial tachycardia (at)/ atrial fibrillation (af). There was also oversensing noted on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ICD device was explanted and replaced. Also, the ra lead exhibited low impedance. The ra lead was capped and replaced.